Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11193. It was reported the pt had experienced heating while charging his ipg. The pt was sent a new charger. F/u identified the pt had rec'd the new charging system, but had not used the external device yet as he did not need to charge the ipg. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.